Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No lot # provided. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number. It is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the customer states as he went to open his box of cartridges he found one unspecified bd syringe with needle opened before use. He discarded the product. No reports of serious injury or medical intervention noted.